Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited high pacing impedance. Lead fracture was suspected but could not be confirmed. No device intervention was performed the patient had no adverse consequences.